Manufacturer narrative:
The customer reported that the system switched off on its own. There was no patient impact and the procedure was completed after replacing the system. The company service representative examined the system and replicated the reported event by finding that the system was shutting down during start-up. The company service representative then reseated the w1 power cable. The company service representative then restarted the system several times, and each time the system started up successfully. The system was then tested and met all product specifications. The system was manufactured on october 6, 2008. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system serial number. The root cause of the reported event can be attributed to the improperly seated w1 power cable. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the system switches off on its own. The incident occurred before a procedure. The case was performed and completed with an alternate unit. There was no harm to the patient.